Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the emergency room following a syncopal episode two days post device and lead implant. Review of stored device memory noted oversensing and pacing inhibition on the rv lead. The patient was pacemaker dependent. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. This product remains implanted and in service. No additional adverse patient effects were reported.